Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). Following deployment of the closure device, a mobile thrombus was identified attached to the core wire of the wds. An unsuccessful attempt was made to aspirate the thrombus using the was. The closure device met release criteria and was implanted and a heparin infusion was administered. The patient underwent a transthoracic echocardiogram (tte) and was discharged one (1) day post implant procedure.